Event description:
It was reported that the ilet pump was accidentally dropped, resulting in a cracked screen and a nonfunctional display, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported blood glucose impact and no injury. Outcomes included no hospitalization and continuation of diabetes management on backup therapy. Investigation included collection of device history and user interview regarding event circumstances and device handling. Investigation of this device revealed external physical damage to the display consistent with accidental impact, with no indication of a product performance failure unrelated to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental dropping.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.